Event description:
The customer reported that the system displayed multiple errors. Further information was received from the fse indicating that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator drive pcb was evaluated and replaced. Generator and filament circuits were also recalibrated during the service event. The system was tested and found to be working as intended and returned to service.